Manufacturer narrative:
A customer in canada notified biomérieux of obtaining the misidentification of streptococcus anginosus as listeria monocytogenes in association with their vitek® ms instrument (ref. 410895; serial# (B)(6)), with vitek® ms clinical software v3.1 (knowledge base v3.2). The original spot was identified as l. Monocytogenes, but the customer¿s gram stain showed cocci formations and was catalase negative (consistent with streptococcus strains). Actual organism identification remains unknown as no official reference method was used to confirm the identification. Investigation: investigator reviewed the complaint database for reports of the same issue and looked at the device history record. No CAPA, non-conformity, or similar complaint was found. Fine tuning status was not in conformance at the time of testing, as one mandatory criteria was not achieved; median number of peaks was 93.5, and the minimum value is 100. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the most probable organism identification is s. Anginosus, but remains officially unknown because no reference method was used to confirm the organism identification. Sample data analysis: analysis of the mzml data file shows that the number of all peaks was heterogeneous (between 35 and 97). Additionally, the misidentification was obtained with a low score (-0.29) which is near the acceptable limit for giving a ¿no identification¿ result (-0.4). Reprocessing the raw data from the customer using knowledge base v3.3, one spectra led to ¿no identification¿ and the other spectra led to a single choice of s. Anginosus. Root cause was determined to be non-optimal spot preparation. No corrective or preventative action was recommended at this time as it appears the system is working as designed and intended. It was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique, as well as reviewing with them mandatory criteria for fine tuning.

Event description:
On 29sep2020, a customer in (B)(6) notified biomérieux of a misidentification of a streptococcus strain as a listeria species associated with vitek® ms instrument ¿ (ref. 410895), serial number: (B)(4), vitek® ms clinical software version (B)(4). Vitek® ms identified the organism as listeria species. Gram stain = cocci. Catalase negative. Last fine tunings performed on (B)(6) 2020. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.